Event description:
(B)(4). Heavy bleeding and clotting during menstrual cycle. Debilitating menstrual cramps. Vertigo. Unexplained abdominal pain. Hair loss. Worsening of auto immune reactions. Fatigue.